Event description:
During patient use, when the ac cable was connected, suddenly "no external power" and "motor fault" alarms occurred. At the time, the patient was conscious and he said "the output gas is low". Then the patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, add'l patient info was not provided.